Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the jaws of the device became shut and would not open during a laparoscopic colon procedure. There was no tissue damage, blood loss, or patient injury.

Manufacturer narrative:
Per FDA request, this follow-up report was electronically resubmitted. All relevant substantive information was previously submitted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 01/22/2016. Date of follow-up report : 04/13/2016. One used lf5544 was received for evaluation. The jaws were not jammed shut. The jaws opened and closed normally when the handle was activated. The clear insulation was damaged. The device failed hipot testing. The IFU states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation. Manufacturing non-conformances were reviewed. No entries pertinent to the customers report were noted.

Event description:
The device was returned for investigation and evaluation discovered that the insulation was damaged.